Event description:
Maldeployment of the ovesco colonic full thickness resection device during planned polypectomy, resulting in a colonic perforation. The clip did not deploy fully and resection was carried out leading to a full thickness defect of the colon, requiring multiple clips, endo-suturing to close the defect. Medical history of hyperlipidemia, bph, asthma.